Event description:
The patient was doing well in picu, intubated and on the ventilator at 05:30 (am). The patient was then noted to go into respiratory distress with respiration rate between 80 and 90. It was also noted that the expiratory port of the ventilator was broken. The ventilator was promptly exchanged for another one as the patient was bagged to maintain respirations.